Manufacturer narrative:
Two opened probes were received with tip protectors, in a tray. Per radio frequency identification (rfid) tag identification, only sample #2 is applicable to this record and will be evaluated against this record. The sample was visually inspected and found to be non-conforming with clear foreign material on the needle and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and multiple other locations along the inner cutter. Orange/brown foreign material was observed on the tip of the inner cutter. A photo of pak labels is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe sample had a cut failure. The cause of the cut failure is the gouges overserved on the cutting edge of the inner cutter. The exact cause of the gouges cannot be determined from the evaluation performed. The exact root cause of the cut failure and gouges at the cutting edge could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported cutter was not cutting during surgery. Another pak was opened to complete the surgery. There was no adverse effect.